Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. Additional information from the user facility states there was no patient involvement and no positive device cultures.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: a1, g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, insufficient / incorrect reprocessing is caused by failure to follow instructions.

Manufacturer narrative:
As part of our investigation, on september 03, 2020 the ess completed a reprocessing in-service with the facility¿s staff. The in-service included cleaning, disinfecting, and sterilization in accordance with the manufacturer¿s recommendations. The ess reported that the customer was informed that 3 or 4 maj-855 (auxiliary water tubing) along with one or two scopes should not be put in the oer-pro. The ess also provided the customer the ¿reprocessing the auxiliary water tube (maj-855) in the oer-pro- quick reference¿ poster which shows how you can reprocess the maj-855 auxiliary water tube in the oer-pro either by itself or with a scope. The scope was not returned for evaluation. The instruction manual ¿reprocessing before the first use/reprocessing and storage after use¿ section states ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that during a reprocessing in-service with an endoscopic support specialist (ess) at the customer¿s site, the scope was improperly reprocessed. The customer reported that one or two scopes and 3 or 4 auxiliary water tubes are being reprocessed at the same time in the automatic endoscope reprocessor (aer). There were no patient infection reported.